Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed battery out limit. Customer's blood glucose was unknown. Customer reported she experienced low blood glucose. Customer's blood glucose was 60 mg/dl and treated with food and glucose tablets. Customer declined to do troubleshooting for low blood glucose. Troubleshooting was done for battery out limit. Customer stated the batteries were out of the insulin pump greater than duration allowed by the insulin pump. The customer was advised that this was normal insulin pump behavior. No further information provided.